Event description:
It was reported that on (B)(6) 2013 atrial lead dislodgement was confirmed via a chest x-ray. On (B)(6) 2013 the lead was repositioned. On (B)(6) 2013 atrial lead dislodgement was noted again. On (B)(6) 2013 the lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.